Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had horizontal stripe through center of screen that didn¿t work, occasional random or unexplained no delivery alarms requiring site change and monthly motor errors. Insulin pump had failed battery test and rejected brand new batteries. No harm requiring medical intervention was reported. The device will not be returned for analysis.